Event description:
The son of a male pt contacted lifecor customer support to report that the battery charger connector is very loose and has a weak connection. He stated that the slightest twist makes the leds blink. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.